Manufacturer narrative:
If this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803.

Event description:
Customer reported an implant fracture - both implant fragemnts with abutment and ceramic crown were sent. Where implant fragments are present upper part 6 mm below part 5 mm. Lot number is incorrect on the cf.